Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed welts under the electrodes. The patient's nurse gave the patient wipes to use on the irritation. The patient reported that the wipes did not help the reported irritation. The patient later reported that they removed the lifevest due to other personal reasons. During a follow up call, the patient reported that the welts healed. There is no indication that a device malfunction caused or contributed to the reported skin irritation.